Event description:
Edwards received notification of a patient injury that resulted in a medical emergency during the use of the 12fr retrograde cannula rc 2012. Reportedly, the injury was caused by the surgeon perceiving an unexpected increase in stiffness in the catheter material, particularly at the tip, that led to the surgeon, who was not familiar with the material feeling harder than usual, inadvertently causing the injury.

Manufacturer narrative:
The device was not returned for evaluation, as the device was discarded at the site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from switzerland, edwards received notification that during a sternotomy operation, while the patient was receiving retrograde cardioplegia via the coronary sinus, the coronary sinus was torn during the use of the 12fr retrograde cannula rc 2012. According to the surgeon, the injury might have been caused by what they perceived as an unexpected increase in stiffness in the catheter material, either on the protective balloon or the tip of the cannula, which led him to inadvertently causing the injury. Consequently, the surgeon had to repair the coronary sinus with fine sutures, with consequent bleeding. The repair was successfully performed during cardiopulmonary pump support, with no adverse effects on the patient. According to the surgeon, who has many years of experience using these devices and has not changed their usage method, the cannulae are briefly dipped in warm nacl just before use.

Manufacturer narrative:
H11: additional manufacturer narrative: no images were provided for evaluation. The subject device was unavailable for return as it was discarded. Per DHR review completed by the supplier, it was confirmed that there were no nonconformances or deviations associated with this lot. Per supplier investigation, the component coc and incoming inspection records were reviewed and there were no nonconformances or changes associated with the component lot. The finished good product and components were manufactured to specification. There was no record of changes occurring at the supplier or to the sterilization methods. The supplier was unable to confirm the failure. Based on the information available, the complaint of unexpected increase in stiffness in the catheter material is unable to be confirmed. As per information received from the supplier, there were no changes to the material used and no changes/deviations associated with the sterilization technique. The instruction for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Due to limited information available for the reported incident, a definitive root cause cannot be conclusively determined. An edwards/supplier defect has not been confirmed.

Manufacturer narrative:
Corrected data b2 and h6 (health effect - impact code and health effect - clinical code).